Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: "panel connection lost. Tf:9914/9950 appeared." Patient was involved. No intervention necessarily, no health or consequences to the patient was reported.